Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, 90% stenosed, de novo, mid right coronary artery (rca), the 3.5 x 23 mm xience prime stent was deployed at 10 atmosphere (atm); however, a distal stent edge dissection was noted. A different 3.5 x 15 mm xience prime stent was used as treatment and the procedure was completed without reported issue. There was no reported adverse patient sequela. No additional information was provided.